Manufacturer narrative:
Results: the jet7 was kinked approximately 1.5 cm from the hub. The strain relief was unraveled, and a hole was present in the catheter. Conclusions: evaluation of the returned jet7 revealed a kink near the hub. If the device is forcefully mishandled at extreme angles during use, damage such as a kink may occur. During decontamination, while flushing the jet7 with the bleach solution, the solution was observed exiting the catheter near the hub. The device was flushed with air while submerged in the solution and bubbles were observed at the kinked location beneath the strain relief. The strain relief was unraveled, and a hole was present in the catheter. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), neuron max 6f 088 long sheath (neuron max) and, penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician tracked the jet7 over the 3maxc to the face of the clot and turned on aspiration; however, the physician noticed a hole near the proximal end of the jet7. Therefore, the jet7 was removed. The procedure was completed using a new jet7, the same neuron max and, 3maxc. There was no report of an adverse effect to the patient.